Event description:
Reportedly, during pt use, the ventilator alarmed with a 'motor failure' error message and stopped ventilating. The pt was ambu bagged during transfer to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Eval summary: eval of the returned ventilator confirmed that l19 inductor on the control board was observed and shorted causing the ventilator to malfunction. Replacing the main board resolved the issue. Although requested, pt info could not be obtained.